Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging burning smell and the device runs through water fast. The patient alleges throat irritation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.